Event description:
A talent stent graft system was implanted for the endovascular treatment of a 7 cm diameter thoracic aortic aneurysm. Vessel morphology is unknown. It was reported that an unknown endoleak (type ia or type iii) was noted. The physician implanted a valiant captivia stent graft to resolve the endoleak. In doing so, the physician intentionally covered the lsa and lca. A bypass was performed. After the procedure, a post-procedure angio showed no endoleak. The patient sustained a neurological deficit on the left leg. The lumbar drain sheared off and stopped draining perioperatively. A lumbar drain was reinserted. No additional clinical sequelae were reported and the patient status is unknown.